Event description:
A report was received that the patient was admitted to the hospital, by the physician, due to infection. The physician had discovered drainage, redness, and swelling at the midline incision and pocket sites. The physician prescribed IV vancomycin and rocephin antibiotics. The patient is reportedly doing better.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50 serial#:(B)(4) model description: artisan surgical lead with platnalock technology - 50cm it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.